Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 129 mg/dl and the sensor glucose was 88 mg/dl at the time of the incident. Sensor glucose was 59 mg/dl and blood glucose was 166 mg/dl. Sensor glucose was 78 mg/dl right now, blood glucose was 104 mg/dl. The current blood glucose was 78 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 59 mg/dl. Suspend on low limit in sensor settings was 60 mg/dl. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings.